Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ remains implanted.

Event description:
It was reported that patient underwent a bilateral partial knee arthroplasty on (B)(6) 2012. Subsequently, the patient experienced moderate pain in the right knee, approximately twenty months post-op. No revision procedure has been indicated.